Event description:
Product surveillance contacted the home patient's nurse to gather additional information regarding this report. The nurse stated that the home patient did notify her of this report and that the patient was never connected. The home patient was fine and continuing therapy.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. The patient had not opened the patient line clamp during prime. Per a follow up call by product surveillance, the patient never connected. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during use, because of air in line. The home patient (hp) explained that the clamp on his patient line extension was not open during prime. The hp was in initial drain at the time of the call. The technical service representative (tsr) advised the hp that he would need to start over with new supplies due to air being in that line and assisted with ending therapy. There were no alarms. The hp to setup with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.